Manufacturer narrative:
Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, upon initial attempt from the physician to feed the guidewire through catheter, the physician experienced difficulty and resistance while attempting to feed wire through. The physician attempted to proceed with the procedure however the difficulties persisted. The physician then used a new guidewire but difficulty in feeding the wire still occurred. There was also resistance in removing the guidewire. No tissue was seen. A new catheter was then opened and problem was resolved. The guidewire was able to be removed as normal. No other catheter malfunctions were noted. No patient complications occurred. The device is expected to be returned.